Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead (a) found a kink and some damaged on the outer tubing and all the internal lead wires broken.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2025 wherein, a paddle lead was implanted. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: t00005493.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the leads were explanted. The ipg remains implanted and additional surgical intervention may be required to address the issue. The investigation was unable to determine the lead that associated with the issue.